Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that during a myosure tissue removal the fluid deficit increased during the fibroid resection. "The doctor viewed with the scope and noticed a perforation near the anterior wall." The procedure was aborted and the patient was kept overnight for observation.